Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that in (B)(6) 2019, the device stopped working and the patient had to undergo surgery again to replace a wire. The device has since stopped working completely. The patient is unsure what is wrong with the spinal cord stimulation from a technical perspective; however, it was noted that it stopped stimulating. The patient had undergone several procedures to try and fix the problem, of which included replacing wires; however, nothing has worked to resolve the issue. The patient's physician has recommended a targeted drug delivery pump because of her condition as the physician now highly recommends against not opening the patient up again. There were no further complications reported.